Event description:
Caller reported that tandem charging supplies began burning and melting. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.